Manufacturer narrative:
As reported by the legal department, a patient underwent placement of an optease vena cava filter on or about (B)(6) 2011. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, filter embedded in wall of the ivc and unsuccessful retrieval attempt. As a direct a proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter on or about (B)(6) 2011; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the reported filter tilt could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6) 2011. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, tilt, filter embedded in wall of the ivc and unsuccessful retrieval attempt. As a direct a proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported by the legal department, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, filter embedded in wall of the ivc and unsuccessful retrieval attempt. As a direct a proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damage. Additional information was received from the patient profile form that the patient is always thinking and worrying about the filter possibly breaking or becoming loose and damaging my internal organs. If this does happen, it could possibly kill him. It is very scary to live with fear every day. Additional information was received from medical records that at filter placement the optease was placed without any complications. Additional medical records received indicate that there was an attempted retrieval of the ivc filter approximately 8 months after placement. An inferior vena cavogram showed the ivc filter was midline, there was no evidence of clot or thrombus in the ivc filter or the ivc. There was also normal venous flow. An attempt was made to retrieve the ivc filter with a 20-mm gooseneck snare but the physician was unable to remove it due to a significant amount of adherence to the inferior vena cava at the proximal portion of the filter. The procedure was terminated and the filter will remain in permanently. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava(ivc) filter. The indication for filter placement is not available. Per the medical records, at filter placement the optease was placed without any complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, filter embedded in wall of the ivc and unsuccessful retrieval attempt. Per the medical records, there was an attempted retrieval of the ivc filter approximately 8 months after placement. An inferior vena cavogram showed the ivc filter was midline, there was no evidence of clot or thrombus in the ivc filter or the ivc. There was also normal venous flow. An attempt was made to retrieve the ivc filter with a 20-mm gooseneck snare, but the physician was unable to remove it due to a significant amount of adherence to the inferior vena cava at the proximal portion of the filter. The procedure was terminated, and the filter remains in place. Per the patient profile form (ppf), the patient has anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.